Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported a sensor glucose versus blood glucose value difference. The blood glucose value was 50 mg/dl. The event involved product mmt-5100jd1. Troubleshooting was performed for sensor glucose vs blood glucose and not performed for hypoglycemia. It was unknown whether the customer was using the insulin pump within 48 hours and unknown whether the auto mode/smartguard feature was active at the time of low blood glucose event. The customer was reporting a discrepancy between sensor glucose and blood glucose was not within range. It was found that the insulin delivery was not suspended due to the sensor glucose value. The blood glucose value was 50 mg/dl and the sensor glucose value was 140 mg/dl and the difference was greater than 30%. Product return for mmt-5100jd1 is not expected.